Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the distal end of the probe unit was physically damaged and that a small portion of the distal tip was missing. There were deep gouges and scratches noted on the probe opening. The endoscope connector was noted to be corroded. There were deep scratches present on the light guide tube and ultrasound cord. The cause of the user's experience appears to be due to physical damage. An olympus endoscopy support specialist visited the user facility and conducted an in-service regarding appropriate handling of the device. The probe unit has been forwarded to the original equipment manufacturer for further evaluation. If additional significant information is obtained, the report will be updated. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a diagnostic endobronchial ultrasound (ebus) procedure, a portion of the distal tip of the device broke off and fell into the patient's lung. The physician attempted to locate the piece during the examination, however, it was not recovered. The procedure was reportedly completed with the same device. A CT-scan was later performed but the piece could not be observed. The patient was discharged following the procedure, and was said to be doing fine.